Event description:
Customer reported administered lantus after testing 81 mg/dl on the performa system. At 3 am, he was noted to have hypoglycemia symptoms, fainted and an ambulance was called. The customer was taken to the hospital and received unspecified medical treatment. The customer tested 12 mg/dl on a professional meter approximately 20 minutes after testing 81 mg/dl on his device. The customer's condition improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.